Manufacturer narrative:
Patient information is not provided. The exact date of event is unknown. (B)(4). The exact date of implant procedure is unknown. The complainant part is not expected to be returned to manufacturer. Concomitant devices: concomitant devices reported: 135 degree dhs plate (part # 281.102, lot # unknown, quantity 1), 4.5mm cortical screws (part # unknown, lot # unknown, quantity 2). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. DHR review: part mfg date: 18 april 2016. Part exp. Date: 31 march 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of dhs/dcs one-step lag screw 12.7mm thread/100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that six or seven weeks since the patient was treated for a left intertrochanteric hip fracture, the patient was required to have revision surgery. Initially, the patient was implanted with one (1) dhs plate, one (1) lag screw and two (2) 4.5mm cortical screws. Postoperatively, patient complained of pain. X-rays taken on an unknown date noted that the lag screw was cut out and migrated proximally. A nonunion was also noted. The dhs plate and both 4.5mm cortical screws appeared to have remained intact. On (B)(6) 2016, the patient underwent revision surgery to remove all hardware at a different facility than the initial procedure. The implants were easily removed. There was no surgical delay and medical intervention was not required. Standard x-rays were taken during the revision surgery. Patient was revised to a trochanteric fixation nail - advanced (tfna) which consisted of a nail and helical blade. The procedure was completed successfully. Concomitant devices reported: a 135 degree dhs plate (part # 281.102, lot # unknown, quantity 1), 4.5mm cortical screws (part # unknown, lot # unknown, quantity 2). This report is for one (1) dhs dcs one-step lag screw 12.7mm thread/100mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age reported as approximately (B)(6) years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by MFR on follow up report 1 was incorrectly reported as april 18, 2016. It should have been october 07, 2016. Device used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.